Manufacturer narrative:
B5-additional info: the doctor reports the patient is improving refraction and leaves the patient with a sphere of +0.50 which is better than the publication result. Iridotomies were performed and the patient is stable. The doctor considers the case closed. Claim# (B)(4).

Manufacturer narrative:
Weight, ethnicity, race - unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vticmo13.7 implantable collamer lens, -18.0/+6.0/070 (sphere/cylinder/axis), into the patient's left eye (os) on (B)(6) 2021. On the same date a surgical pi was added, the surgeon reporting excessive vault, refractive surprise, significant reduction of ica, and blurred vision. The cause of the event is reported is device: "the icl phakic lens is longer than the wtw measure in her eye, the excessive vault is causing significant reduction of irido-corneal angles meriting a peripheral iridectomy. Also there was a refractive surprise." The surgeon has decided to leave the lens implanted, keeping the patient under surveillance.